Event description:
It was reported that the patient underwent a hip revision approximately 14 months post implantation due to a loose acetabular component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 110010265 - g7 osseoti multihole 54mm f - 64966784. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00097, 0001822565-2024-01155 & 0001822565-2024-01156.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant devices - trilogy self-tapping bone screw 6.5mm x 15mm, catalog #: 00625006515, lot #: 63486202, trilogy self-tapping bone screw 6.5mm x 30mm, catalog #: 00625006530, lot #: j7583503, trilogy self-tapping bone screw 6.5mm x 30mm, catalog #: 00625006530, lot #: j7583512, trilogy self-tapping bone screw 6.5mm x 20mm, catalog #: 00625006520, lot #: j7418038, g7 osseoti multihole 54mm, catalog #: 110010265 lot #: 64966784, vivacit-e dm bearing 28mm x 44mm, catalog #: 110031012, lot #: 66178860, g7 dual mobility liner 44mm, catalog #: 110024464, lot #: 66242527, biolox delta femoral head 28mm +0mm, catalog #: 00877502802, lot #: 3111679. Radiographs provided confirmed abnormal vertically-oriented position of the acetabular cup consistent with the patient's history of acetabular component loosening. No dislocation was noted and the femoral component was intact. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.